Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 978a128, lot#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had lead implanted on (B)(6) 2021 and was set on program 3 at 1.0 rectal. Patient had been experiencing symptomatic improvement following implant of generator, however they observed a return of problematic symptoms and contacted their surgeon. Program changes were made without improvement and a radiograph was taken to determine if lead migrated. The lateral radiographic image displays distal (deeper) lead migration equivalent to about three electrodes. Radiograph performed at unknown date. Program changes were also attempted with no improvement noted. Radiograph was performed to determine lead migration. Patient and surgeon currently deciding on whether to perform revision. Patient denies any falls and is not sure how migration may have occurred. Patient is not in any pain or discomfort but has experienced a return of her problematic symptoms. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va2dhp9, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that no removal or replacement were planned. No further complications were reported.